Manufacturer narrative:
(B)(4). Potentially associated lot 14b07v422 was manufactured on 04/25/2014. Evaluation summary: the actual device was not returned; however, a photograph of the device was received for evaluation. Inspection of the photograph identified a small hole on the tubing. The reported condition was verified. The cause of the hole was unable to be determined. A review of all batch record documents was performed for potentially associated lot 14b07v422 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The initial reported lot number was one of several lots in the facility. The involved device's lot number is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was originally not sent to baxter, however, we have now received the actual sample and completed an evaluation. Visual inspection noted a small cut on the pump tubing approximately 0.2 cm. The tubing appeared to have been chewed. The set was gravity tested and functionally tested. Leakage was observed. The reported condition was verified. The cause of the condition could not be determined. A CAPA currently exists to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked during infusion. The leak was observed to come from the tubing that was inserted into the colleague pump. The patient was being infused with parenteral nutrition. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: the patient¿s age is not known; however, it is known that the malfunction occurred in the infant intensive care unit. Catalogue number: the customer informed that the lot #14b07v422 was register in their system but they don´t know for sure if the set was from the same lot. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.